Event description:
Same case as: 2134265-2013-09497 and 2134265-2013-09569. It was reported that automatic pullback failure occurred. During the preparation, it was noted that the motor drive unit (mdu) was unable to perform its automatic pullback function. It was also noted that the image activation button did not work. User suspects problems may be caused by catheter connection issues but in conjunction with the pullback problems. The procedure was completed with the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).